Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a slowness in login. The technical support specialist (tss) logged into the system, set the network interface card to automatic from 10/100 speed and confirmed that the issue was due to the network domain name system (dns) change. Tss confirmed that the local information technology corrected the dns issue on the segment to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had slowness to login the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.